Event description:
It was reported that the patient presented in clinic. It was discovered that the implantable cardioverter defibrillator (ICD) exhibited no high voltage output. Programming changes were suggested. The patient condition is unknown. Further information was requested but not received.